Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of a homechoice cassette leaked from the connector. The patient was connected at the time of the event. This occurred during drain phase of peritoneal dialysis therapy (drain 2 of 4). The caregiver stated that a bag was not connected, the clamp was closed but the solution leaked out of the connector. Renal therapy services (rts) assisted in ending therapy and advised to contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.